Event description:
(B)(6) potential incident: on monday (B)(6) 2012 there was a strong smell in the hallway on the third floor that was very toxic smelling. I narrowed it down to an arjo lift battery. This battery was extremely hot. The date code on the battery was (B)(4), this is the same date code as our overheating batteries in past incidents. Arjo has recently did a battery audit and this battery passed. We have not received any direction from arjo from the past incident reports. If someone was to be injured or a fire was to occur where would the fault lie? Arjo is the manufacturer and top dollar is paid for this product. Should arjo do a recall, at least on this date code? We cannot sit back and let this happen again. What direction do we need to take?

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.